Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image noise occurred. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the output signal was not stable, the serial digital interface image was not displayed, and the printed circuit board (qb) had a malfunction a definitive root cause could not be identified. Based on the investigation results, the most probable cause of the noisy image was a component failure. For the additional finding of an irregular output signal and the serial digital interface image not appearing on the monitor, it is presumed that this occurred due to damage to the printed circuit board (qb board). Olympus will continue to monitor field performance for this device.